Event description:
It was reported that a patient was in asystole for 4 minutes and during that period, no alarm was triggered. It was reported that the patient died. (B) (4)

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.